Event description:
Procedure: tonsillectomy. As the nurse touched the back of the pt's hand, shock was delivered and nurse received redness on her finger, and the pt received a minor burn on the back of his hand. The burn was the size of a pencil's eraser per the risk manager. The boy was given silvadene cream to treat the burn.

Manufacturer narrative:
Injuries such as the one reported in this MDR are consistent with electrosurgical accessories such as grounding pads and cautery pencils, but they are not consistent with generators. To be conservative and consistent, conmed is reporting this adverse event with the FDA.